Event description:
During implant procedure, the set screw was unable to be tightened. The event was resolved by replacing the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of setscrew not turning was not confirmed. The device was received from the field with battery voltage near beginning of life level. Visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Electrical and mechanical analysis performed indicated normal functionality. During the analysis the setscrew was inserted and removed multiple times with normal force without any anomaly. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity.